Event description:
It was reported during testing, that passwords on a plaintext file are easily accessible from the network. There have been no reports by customer sites or of this issue occurring in the field.

Manufacturer narrative:
The reported issue was verified by draeger engineering. Root cause was identified as software issue regarding cyber security requirements. A CAPA has been opened to address this issue.

Manufacturer narrative:
The investigation is on-going. A follow up report will be issued once the investigation is complete.

Event description:
It was reported during testing, that passwords on a plaintext file are easily accessible from the network. There have bee no reports by customer sites or of this issue occurring in the field.